Event description:
It was reported that the user attempted a supply change but stopped mid-process, removed the cartridge, and did not reconnect the infusion set, which halted insulin delivery for several hours; the ilet later resumed delivery with a new cartridge and flex infusion set and delivered correction doses, after which the user experienced an urgent low glucose event, treated with oral glucose, while using a libre 3+ sensor. Symptoms included hypoglycemia, hyperglycemia, and weakness. Outcomes included the need for unexpected medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with an improper procedure during the supply change and no device problem found, with the relevant component identified as the pump. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.